Manufacturer narrative:
Medical records were requested but have not been received to date. The device has not been returned for physical eval and a plant investigation is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
A relative and caregiver of the peritoneal dialysis patient reported that the patient had been in the hospital for three days. According to the patient's peritoneal dialysis registered nurse, the pt was hospitalized for peritonitis. He was admitted on (B)(6) 2014 with abdominal pain and was diagnosed with peritonitis at the hospital. There had been no fluid leak during treatment prior to the infection; the patient reportedly admitted to not following aseptic technique, and he has been retrained accordingly. The patient was released from the hospital on (B)(6) 2014, and is fine now.